Event description:
Information was received from a consumer (con) regarding a patient receiving a dose of 0.229mcg/day at an unknown concentration of clonidine and a dose of 9.033mg/day at an unknown concentration of morphine via an implantable infusion pump for spinal pain. It was reported that in (B)(6) 2015 a week after a pump was implanted, the patient experienced intractable vomiting, fever, and the labs ¿were all screwy¿. The patient had a computerized tomography (CT) scan and there was a lot of free fluid around the pump. The fluid was cultured and it is unknown if it is an infection. The patient was put on intravenous and oral antibiotics as a precaution because she is (B)(6) sensitized. The results of the culture are unknown at this time. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.